Manufacturer narrative:
The spouse of patient was the initial reporter, so personal information was not entered.

Event description:
Advocate stated at 4:08am her husband woke up in a cold sweat. His blood glucose reading on the contour next link 2.4 was 472mg/dl and he took insulin accordingly. They went to the hospital. Upon arrival, his blood glucose reading at 5:28am was 233mg/dl and he felt fine. He ran another test on the contour next link 2.4 and the reading was over 600. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer.